Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after pump got wet. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.